Event description:
September 9, 2015, I experienced a brain aneurysm rupture (stroke) on (B)(6) 2015, and was hospitalized in a local ICU for 18 days. During this time I was given repeated scans: CT, MRI, mra, angiogram, etc. During my stay, my wife noticed that I had acquired a perfect square of thinned-out hair centered on the back of my head. I also had extreme pain in the back of my head and upper neck. The hair in the thinned-out square also felt different than my other hair, almost melted or plastic. On several occasions I asked doctors and nurses what this was from and they seemed dumbfounded. Since leaving the hospital I have posed the question again during f/u visits, again with no explanation given. It is now two months later and I still have the large square of missing hair on the back of my head and the hair seems to be growing back extremely slowly and thinly, if at all. My doing my own research online, it seems that I have discovered that I was likely exposed to a radiation overdose, likely during a CT scan. I have read that this can mean damage to my brain and an increased chance of cancer. I see that this is a concern for the FDA and I am wondering what I should do to determine if I was overdosed? Who do I call or see? How can I get answers? Your help will be greatly appreciated. Thank you, (B)(6).